Event description:
It was reported that customer experienced cosmetic scuffs on pump body. There was no reported impact to customer¿s blood glucose level. Customer declined transfer or follow-up, and no additional troubleshooting, replacement, or corrective actions were documented.